Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was under delivered and beeping on the day prior to pump disconnection. When the pump was disconnected, the cassette was empty, yet the pump display still showed 27 ml remaining to be infused. The medication 5fu (5 fluorouracil) was infused at rate of 3.3 ml per hour. Of the total, 150 ml had been administered, with 27 ml indicated as remaining. This event occurred during infusion at the patient¿s home. There was no patient harm reported.